Event description:
Rptr was taken to the hosp in am for blood sugar of 18. He was treated with glucagon. While health professionals examined the pump, it was noted that the pre-set basal rate for 12:00 to 3:00 was incorrect at 2.3 units an hr, instead of 1.3 units an hr. Rptr had received 3 extra units of insulin. Rptr states that only the dr adjusts the basal rates, and cannot understand how this happened. He also states that it takes "some time" to change a setting, and feels that it is unlikely that the setting was changed by accident. Rptr has used the insulin pump for 1.5 years without difficulty. He notified the co regarding this incident, and he states that the MFR believes it to be "human error". Rptr is warned that this event may happen again, and also believes it to not be "human error".